Event description:
A distributor reported on behalf of a healthcare facility in ecuador via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt330 optiflow tubing kit, was found leaking water during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v vented autofeed humidification chamber to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.